Manufacturer narrative:
Customer technical support (cts) assisted the customer with troubleshooting (ts), but issue was not resolved. A field service engineer (fse) was dispatched on (B)(6) 2011 for this event. The fse removed all the hydro valves and cleaned the entire hydro assembly and all waste cannisters. The fse discovered a leaking valve which was repaired. The fse set the modular chemistry (mc) vacuum and verified performance.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that a hydro leak is occurring in the synchron lxi 725 clinical system. The leak was flooding onto the hydro tray and onto the floor. No injury or operator exposure was reported in this event.